Manufacturer narrative:
The suspected absorber canister was returned for investigation. Visual inspection of the product revealed that the metal pin for connecting the adapter plate with the housing is no longer present. The adapter plate is bent. The inner valve could not be moved, it was jammed in the housing and could only be loosened by application of high force. The missing pin results in a device state in which it cannot be properly connected to the anesthesia workstation anymore. This fully explains the observed leakage. The product was in use for more than ten years; frequent cycles of use and reprocessing can be assumed in reflection of the overall appearance. It is under responsibility and control of the user to check the item prior to use for mechanical integrity. Furthermore, the product is subject to annual routine inspection which would definitely detect such kind of malfunction. An accessory in this state should not have been used. There is no similar complaint known.

Event description:
Refer to initial MFR. Report #9611500-2017-00341.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the co2 absorber canister suddenly disintegrated into parts during a procedure causing a large leak and loss of airway pressure. The users switched to manual ventilation. There was no injury to the patient.